Event description:
Drive medical was notified of an incident involving an oxygen concentrator by a provider, who reported the device caught fire while the battery was being charged. The end user was not connected to the oxygen concentrator during the incident. The end user was not injured and did not seek medical attention. As part of its complaint review and evaluation process, drive medical will file an update if additional information becomes available.